Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported the following discrepancy: cgm was reading at 397 mg/dl and thirty minutes later patient checked blood glucose meter reading which was at 99 mg/dl, after which the patient reported that the cgm had corrected. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.